Manufacturer narrative:
The ge service rep could not duplicate the malfunction. He found flash corrupt in gen controller and ffb and erased and reloaded. He found the x-ray tube leaking oil and the filaments have high resistance. He ordered x-ray tube for installation on saturday. He repaired bad power cord connection at the plug, tightened lemo receptacle for hv cable. Apparently this x-ray tube was replaced by another vendor and is under warranty from that vendor. The ge is done here from now. The system is down.

Event description:
The customer reported that the left monitor blanks intermittently. The customer claims nothing on screen at all.